Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument stopped delivering energy. The instrument was replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed. There was no injury to the patient. No images or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have failed the electrical continuity test, which had indicated there was an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and the current flow was not detected across one grip tip. Further testing was performed by advance failure analysis (afa) and found that the continuity test failed for one of the grips. The instrument was disassembled, and the wire was cut just behind the wrist of the instrument. The continuity failed between the cut wire and the connector at the back end of the instrument. The wire was then found cut again past the connector tube. The internal wires were found to be broken, and the wires were not visible through the crimp window. It was noted the wire broke at the crimped connection which resulted in the failed continuity test. The complaint regarding coagulation issue was confirmed by failure analysis.